Event description:
Mentor implant rupture. Second rupture in six months. The first augmentation was performed in 1999. In 2006, the left implant ruptured. They were both replaced immediately. Then six mos later, the right implant ruptured. I am not sure how this could have happened. I haven't worked out since the replacement, and had no physical contact that would have had any impact on it. The brand is mentor. Siltex round mod profile saline.